Manufacturer narrative:
Thermogard xp ivtm system s/n #(B)(4) was serviced at customer's site. A historical review of complaints does not identify a trend and it has been added to trend analysis. A visual inspection of the system was performed and found that the contacts of the coolant level sensor block were shorted to the metal frame of the unit. No other issues were observed. A review of the event log was performed and found error mid: 09 (air trap assembly) occurred on the reported event date of (B)(6) 2016, thus confirming the reported complaint. The device failed functional test due to mid:09. The contacts of the coolant level sensor block were shorted to the metal frame of the unit cause mid:09. After re-adjusting the sensor block to remedy the reported complaint, the functional tests and calibration test were performed. In addition, the electrical safety test was also performed. The system passed functional testing and it verified that the system met all the manufacturing specifications. No errors or anomalies were observed. In summary, the customer reported complaint of the system displayed mid: 09 error was confirmed through review of the event log and functional testing. The root cause was determined to be a coolant level sensor block were shorted to the metal frame. The coolant level sensor block was readjusted remedying the mid: 09 error and allowing the system to function as intended. Customer's site.

Event description:
It was reported that the thermogard xp ivtm system (s/n# (B)(4)) displayed mid:09 (airtrap assembly) error message at the start of procedure and the saline got into the airtrap. A second thermogard xp ivtm system was used to complete the therapy. No patient impact reported.